Manufacturer narrative:
It was reported that a patient underwent a cardiac ablation procedure for atrial flutter left (l-afl) with a carto vizigo¿ 8.5f bi-directional guiding sheath - small wherein hemostatic valve and brim cap issues occurred. Device evaluation details: on (B)(6)2020, the bwi product analysis lab received the complaint device for evaluation and the evaluation has been completed. A brim cap, hemostatic valve and friction ring were found detached from hub. Small traces of glue residues were found on brim cap and this is evidence that the device was properly manufactured. No stress marks observed on hemostatic valve. These findings were reviewed and determined they continue to be deemed MDR reportable malfunctions. According to the odp (optimal performance guide), there are some precautions on inserting the dilator into the vizigo sheath: - always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. - do not insert a dilator at an angle, as damage to the sheath valve may occur. A device history record evaluation was performed and no internal action related to the reported complaint were identified. Customer complaint was confirmed. The root cause of the brim cap and hemostatic valve detachment could be related to handling of the device during the procedure however, this cannot be conclusively determined. The odp (optimal device performance guide) provide additional instructions on how to insert the dilator into the sheath. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4) corrected the d4. Unique identifier( UDI) from (B)(4)to (B)(4)

Manufacturer narrative:
Device evaluation details: since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. The customer did provide a photo of the complaint device to aid in the investigation. According to picture, the brim cap was observed detached and the hemostatic valve was separated. A device history record evaluation was performed for the finished device 00001084 number, and no internal actions related to the reported complaint condition were identified. The customer¿s reported complaint was confirmed based only on the picture received. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. #: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure for atrial flutter left (l-afl) with a carto vizigo¿ 8.5f bi-directional guiding sheath - small and hemostatic valve and brim cap issues occurred. It was reported that the orange hub got disconnected from the clear hub of the carto vizigo¿ 8.5f bi-directional guiding sheath - small as the physician was pulling the dilator out. No air entered to the patient, physician immediately noticed the issue and acted swiftly to prevent air from entering the patient¿s body. No additional interventions to the patient were required. When the sheath was replaced, the issue resolved. Replacement sheath requested. The carto 3 system is operating per specs and is not responsible for the product issue. The sheath has been determined to be the root cause of the complaint reported. The procedure was continued and subsequently completed without patient consequences. A picture provided by the customer confirmed that the sheath¿s brim cap become dislodged from the clear hub. This is also considered to be a reportable malfunction.